Manufacturer narrative:
Additional information was received for d4: expiration date, h4, h6, and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that saline dripped from the bottom of the drip chamber of a clearlink system non-dehp solution set. This was observed after spiking the normal saline flush bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6).g1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.